Event description:
MFR representative reports pt's ins system explanted due to infection. The device was explanted but has not been returned to the MFR for analysis.

Event description:
Hcp reports patient presented in february 2006 with signs of infection including fever, redness, swelling, drainage, pain and incisional wound opening at the area of the device pocket and along the lead track. A culture was obtained of the device pocket which produced staph aureus growth. The patient was treated with IV antibiotics and underwent total device system explant. The device was not returned to the manufacturer for analysis. The outcome is still going at the time of this report.